Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted four images of a tissue cavity and one image of pieces of the shipping wedge. A reinforced staple line could be seen in the tissue cavity. A piece of the shipping wedge was visible in the tissue cavity. The listed reload was not visible in the returned images. It was reported that the component was disengaged and the shipping wedge were broken. The reported issues were confirmed. The most likely cause could not be established from the information available. These issues may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu (single use loading unit) channel rather than away from the channel, or if the loading unit (lu) is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the reload is loaded into the instrument. The shipping wedge should be retained until the completion of the case. Do not clamp instrument prior to removing shipping wedge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, when firing the load, a piece of shipping wedge falls into the abdomen. The yellow plastic piece was pulled from the stomach to resolve the issue. There was no patient injury.